Event description:
It was reported that during a prostate procedure the "fiber tip popped off." A second fiber was used and the fiber tip also popped off. A third fiber was used and the fiber tip also popped off. The procedure was completed with a fourth fiber. Tip detached inside pt and was retrieved by a "toomey syringe." Pt outcome: "physician happy with laser/hemostasis, pt doing well." This report is for the third fiber.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01384, 01385.